Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of the ventricular signal. Device data was sent to rhythmcare for review. Rhythmcare provided further troubleshooting options and evaluate lead placement. This lead remains in service. No adverse patient effects were reported.